Event description:
The surgeon provided additional info. His hypothesis is that the haptics inverted angulation occurred during mfg or that there was an abnormal mechancial weakness at the haptic/optic juncture that may have contributed to the reported event. The lens remains implanted.

Event description:
Following intraocular lens (iol) implant surgery, a pt presented with a - 1.5d myopia. The surgeon stated the optic is forward as if there was a posterior push of the vitreous. A comparison of both eyes shows that the anterior chamber is less deep in this eye than in the fellow eye. The association between this event and the iol is not known. Additional info has been requested.